Event description:
4.5 cannulated screw, 50cm was unravelled against the navicular bone in the right foot. 18cm part of the screw broke off and was left in place. Fluoroscopy completed shows screw fragment.